Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked/bent at 90cm from the proximal end, the guidewire ptfe (polytetrafluoroethylene) was noted to be peeling in multiple areas to 21cm from the proximal end, hydrophilic coating was hydrated, it was noted to have uneven swelling/bulges on the full length of the nitinol tubing, when dry after approximately 10 seconds, the device showed no anomaly and the swelling/bulge had disappeared, and the core wire distal end was observed through the distal tip dome. A functional test was performed, and the guidewire was advanced through a flushed demonstration microcatheter, slight friction was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿guidewire difficult to insert¿ was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported ¿guidewire hydrophilic coating surface rough¿ was not confirmed during analysis; however, the device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the tip of the device was rough and could not be advanced in the microcatheter. During analysis, the guidewire was noted to be kinked/bent at 90cm from the proximal end. The guidewire ptfe (polytetrafluoroethylene) was noted to be peeling in multiple areas to 21cm from the proximal end, the peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The hydrophilic coating was hydrated, it was noted to have uneven swelling/bulges on the full length of the nitinol tubing. When dry after approximately 10 seconds, the device showed no anomaly and the swelling/bulge had disappeared. This event is a cosmetic issue, there is no damage to the coating and the device is within specification. Therefore, an assignable cause of not confirmed will be assigned to 'guidewire hydrophilic coating surface rough'. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire difficult to insert' and the as analyzed 'device has cosmetic/appearance issue' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire kinked/bent' and 'guidewire ptfe coating peeling' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that the tip of hydrophilic coating surface of the guidewire (subject device) was rough and resistance was also encountered when guidewire (subject device) was inserted into the hub of the microcatheter. The procedure was completed successfully. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. The subject device was returned for analysis, and it was discovered that the ptfe (polytetrafluoroethylene) coating was peeled. The procedure was completed successfully. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.